Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. The patient underwent surgical intervention two weeks later, and a crack was found in the pump connecting tube. The ipp pump was replaced. There were no patient complications reported.

Manufacturer narrative:
Correction to b3 date of event and b5 describe event. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. The pump was visually examined, and the pump kink resistant tubing (krt) was found to be worn to the filament. The pump tubing to the cylinders was trimmed close to the pump strain relief and there was no tubing returned for analysis. The pump did pass the leak and functional testing performed. Based on the information available, the device allegations could not be confirmed so a conclusion of cause not established was chosen.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. The patient underwent surgical intervention, and a crack was found in the pump connecting tube. The ipp pump was replaced. There were no patient complications reported.